Event description:
The patient claimed the animas insulin pump will not power on. Subsequently, her blood glucose has elevated to greater than 500 mg/dl. The patient reportedly has symptoms of thirst. The patient reportedly went to the backup plan and started to manage her diabetes with insulin via syringe. The patient was not available to complete troubleshooting at the time of concern. Animas has made several attempts to contact the patient via phone. A letter was sent to the patient requesting a call back. This complaint is being reported because the patient had elevated blood glucose and symptoms suggestive of hyperglycemia after the power issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box started on (B)(4) 2011. The black box data for the event date has been overwritten due to continued use of the pump. There were no pump reboots observed in the available black box. The alarm history showed a replace battery alarm on (B)(4) 2011 at 18:42; the next prime was recorded at 19:46. There was no damage found to returned battery cap and it was able to fully attach to the pump. The pump booted to the verify screen with audible features. A 24 hour duration testing was completed with no pump reboots duplicated. The total daily doses correctly reflected the users programmed basal and bolus deliveries and the pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and there was no damage found internally. Unrelated to the original complaint, the battery compartment was cracked and the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.